Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis took a long time for biometric identification to populate during login. A technical support specialist (tss) retrieved the station logs using the remote smart service and identified a communication issue between the station and the server, which caused biometric identification to revert to local authentication and resulted in delays. The tss then connected to the enterprise services application server to review its configuration but observed a security warning indicating a potential virus risk and disconnected as a precaution. The tss informed the customer and contacted the information technology team, temporarily pausing troubleshooting until confirmation of server safety was received. The tss later reviewed the customer update confirming that the detection was a false positive related to a security content update with no malicious indicators identified and planned to proceed with further comparison of server and station configuration. Customer stated that the pyxis was moved back to its original room, and the slowness issue was resolved. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis took a long time for biometric identification to populate during login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.